Manufacturer narrative:
(B)(4). Investigation: no evidence (sample, photo, or analysis report) was provided therefore no conclusion could be made to confirm the reported condition. The complaint is recorded for trending purposes.

Event description:
It was reported that ultrasafe x100l pr clear ssl nvs stein needle guard did not activate. The following information was provided by the initial reporter: after the nurse administered, the needle guard did not activate.